Event description:
It was reported that the video system center exhibited error message b30 and another similar error message. The issue occurred during the middle of a diagnostic colonoscopy. There was a 5-10 minutes delay and the patient was not under general anesthesia. The procedure was completed with a light source. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Correction to b5, and h6.4 by adding 1183-no display/image. Updated d9 and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center exhibited error message b30 (scope communication error) and another similar error message. The screen also blacked out continuously. The issue occurred during the middle of a diagnostic colonoscopy. There was a 5-10 minute delay and the patient was not under general anesthesia. The procedure was completed using the same set of equipment. There were no reports of patient harm.